Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 144 mg/dl at the time of the incident. The customer stated there was air in the tubing. The customer tried pushing out the air with plunger. The customer changed out the sets. Customer is getting air bubbles when filling the reservoir. Troubleshooting was performed. The customer was unable to remove the air bubbles and was instructed to change the set. The reservoir will not be returned for analysis.